Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.based on additional information received, b1 updated and h6 medical device problem code 2993 removed.

Event description:
Subsequent to the initially filed medwatch report, additional information was received:per the physician, the cause of death was a myocardial infarction (mi) related to an embolized clip. A complete clip detachment occurred and the clip embolized to the right coronary artery (rca), causing the mi. The patient had been hospitalized from the date of the original procedure, (B)(6) 2021 until the time of death on (B)(6) 2021. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. Per the physician, the complete clip detachment was due to the shortened posterior leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Death, embolism, foreign body in patient and myocardial infraction are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott medical affairs director and the reviewer stated ¿follow up identified that the patient had anatomical challenges in the form of a shortened posterior leaflet. The subsequent complete clip detachment was potentially related to the shortened leaflet, which was further confirmed by the treating physician. The complete clip detachment and device embolization resulted in the myocardial infarction leading to death. Based on the available information, there were no issues identified with the device." The investigation determined the reported expulsion appears to be related to patient morphology/pathology. The embolism appears to be due to the procedural conditions of the complete clip detachment which then resulted in the foreign body in patient and myocardial infraction. Death was due to the myocardial infraction. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy. Two clips were implanted, reducing mr to 3. Three days post procedure the patient died. Per the physician, it is unknown if the implanted clips caused or contributed to the reported death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and there was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. Death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.